Manufacturer narrative:
Block b3: exact date unknown, event date used was the explant date.

Event description:
It was reported that patient underwent a revision procedure due to unknown reason.

Event description:
It was reported that patient underwent a revision procedure due to unknown reasons. Additional information was received that the reason for revision was that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november of 2023.

Event description:
It was reported that patient underwent a revision procedure due to unknown reasons. Additional information was received that the reason for revision was that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure.